Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens (iol) was explanted from the patient's left eye due to the patient not being able to tolerate glare. There was no incision enlargement and no sutures required. Additionally, there was no patient injury reported. The lens was replaced with a different model lens (zcb00) with the same diopter size. No further information was provided

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 08/01/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.